Event description:
It was reported that the patient presented to the ER due to an overstimulation sensation. Multiple attempts to turn the device down or off with the patient programmer were unsuccessful. The stim device had been set at 6.4 volts because it provided the best efficacy for the patient, however, the patient became unsettled when attempts to sync and communicate with the patient programmer were unsuccessful. After an undefined period of time, the stimulation became irritating. The stim device was interrogated with a clinician programmer and the ins was turned off and the voltage down to 5.6 volts. The patient was discharged from the ER with the ins off. Three days later, the patient was seen in the hcp's office for stim evaluation and reprogramming. The patient was fearful to allow interrogation of the device as they were afraid the device would not turn off. The patient refused evaluation of the system and indicated, she wanted the device removed. Two weeks later, the device was explanted.